Manufacturer narrative:
D10 concomitant product: unknown cool ti, unknown cool tip elecrtrode (lot#unknown) olivier racette, 2024, risk factors for hospitalization duration longer than 24hours following percutaneous radiofrequency ablation of liver tumours, canadian association of radiologists journal 2024, vol. 75(3) 649¿657. Sagepub.com/journals-permissions. Doi: 10. 1177/08465371241230928. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to identify risk factors for hospitalization following radiofrequency ablation (rfa) of liver tumors between october 2017 and july 2020. Rfa was performed using a percutaneous approach with cool tip ablation electrode kit e series or rf ablation cluster electrode kite series. The study included 291 patients undergoing a total of 324 rfa sessions. Complications included: hematoma, hemoperitoneum, fever and/or infection. Prolonged hospitalization was required.